Event description:
It was reported that there was a force at zero failure with -0.79 pounds. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history review. Visual and functional testing were performed. Visual inspection observed that the device was in excellent condition. During the power up process, check and test force sensor testing, reported issue was found. The root cause of the reported issue was found to be that the force sensor was out of calibration. The pump will be converted to loaner after investigation. A corrective and preventative action has been opened to address the reported issue.